Event description:
Customer's husband reports customer received a blood glucose result of 122 mg/dl with feelings of lightheadedness and a heavy chest while using the advantage system. Results did not match symptoms. Husband reports customer stores test strips in a different container and not in the original bottle. Husband reports he took customer to the hospital where they tested her blood glucose with a result of 37 mg/dl; was treated with a glucose IV. Husband reports customer was admitted to the hospital. A request was made for return of the suspect product and a replacement was sent.